Event description:
On (B)(6) 2013, a distributor contacted animas reporting that the display screen was dim and discolored. This complaint is being reported because it was not resolved with troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow up #1 02/04/2014. Device evaluation: the pump has been returned and evaluated by product analysis on 1/17/2014 with the following findings: the text on the display screen was dim and discolored. Unrelated to the display issue, the battery compartment was cracked below the finger pad extending down to the primary seal but there was no issue with a loss of power or evidence of moisture damage in battery compartment. All of the keypad buttons had an intermittent response. There was no visible damage on the keypad. Contamination was present under all the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).